Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. When tested this device by bypass mode, the flow was 0.2~0.6l/min. Circulation pump was replaced. It was reported that the arctic sun device had a heating problem. Heater and tank harness were replaced. Device was evaluated. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The did not meet specifications and was influenced by the reported failure. The device was not in use on a device patient. The DHR is not required as this is not an out-of-box failure. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device had a low flow rate and heating malfunction. Per review of wo on 07apr2023, no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on 27apr2023, they tested heater assembly with the multimeter, 3 of 4 elements deviated from the normal figure. Normal figure was 280-327ohm, but they were measured as 240-250ohm. When they tested this device by bypass mode, the flow was 0.2-0.6l/min. The issues were resolved. They replaced the circulation pump, heater, and tank harness.

Event description:
It was reported that the arctic sun device had a low flow rate and heating malfunction. Per review of wo on 07apr2023, no patient involvement. Symptoms were detected during the equipment inspection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.